Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced swelling and pain at the pocket site one day post implant. Applying ice and pain medication were suggested, however the swelling and pain increased. The patient was seen in clinic and a large hematoma without bleeding or discharge was noted. A pocket revision was successfully completed to resolve the hematoma. No additional adverse patient effects were reported.